Manufacturer narrative:
Reference MFR complaint #z96-321. No samples were returned for evaluation. Clips from the complaint lot were evaluated for ligating efficacy in a canine model. Results indicate that hemostasis was obtained intraoperatively and at seven days post-operatively. In an earlier study using a porcine model the clips were used to ligate the cystic duct and artery. Post mortem evaluation of the ligated sites indicated the cystic duct had macroscopic evidence of healing at seven days. There was no evidence of necrosis at any site. A review of the lot history was unremarkable and there have been no other complaints against this lot. On the basis of the test results and investigation, the clips should have performed satisfactorily under normal conditions of use. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a seriour injury or that one of its products has malfunctioned.

Manufacturer narrative:
Reference MFR. Complaint #z96-321. Initial report identified "product problem"; however, co is unable to determine if the reported event was due to a product problem or some other event. Therefore, co is reporting as an "adverse event". Section f-10 was also changed from device code 1379 = failure to maintain, to 2204 = unk. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
During a laparoscopic cholecystectomy procedure, the device was used for ligation of the cystic duct. Postoperatively the pt developed bile leakage and a collection of bile occurred in the liver bed. The bile was aspirated endoscopically and the pt had no further complications.